Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 445mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside the device and passed; the motor may have had an intermittent failure not detected during our testing. The insulin pump passed displacement, rewind and basic occlusion tests. The insulin pump has minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads.